Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came in for their checkup with diaphragmatic stimulation. It was also reported that the right ventricular (rv) lead output was reprogrammed to a lower value and the lead trends were turned off to avoid rv pacing in this patient. The patient reported one week later with shortness of breath (sob) and chest pain. A chest x-ray revealed that the rv lead was in a good position and it was not known what was the cause of the sob and chest pain. The rv lead is still in use. No patient complications have been reported as a result of this event.